Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was explanted due to "sleep apnea, diagnosis of diabetes type 2, nausea, vomiting."

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 08/23/2017. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii. The band tubing was separated at the tubing/collar junction. Scratches were noted on the port, and needle marks were noted on the septum. Brown particulate matter was also noted on the port. The port septum was noted to be discolored, and was brown in appearance. The shell and ring were noted to be discolored, and were light brown in appearance. Light brown particles were noted on the inner surface of the shell near the buckle, and the band was separated in half near the buckle. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was not performed as the band was cut near where the buckle would have been. Under microscopic analysis, the end of the port tubing had striations, consistent with a surgical end cut. Needle marks were observed on the port septum. Black and brown particulate matter was noted on the port housing near a port hole. The end of the tubing/collar junction had striations, consistent with a surgical end cut. The end of the band shell/ring was noted to have striations, consistent with a surgical end cut to remove the device. A portion of the buckle material was missing at the end of the separation.